Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the battery bad was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. Additional information: the user software version is 5.04.00.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery bad. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There are no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.